Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a rash, redness, inflammation, and pimples extending beyond the patch perimeter. The patient's parent consulted a physician on 05/18/2022, and the patient was prescribed antibiotics (cephalexin oral 3x a day and mupirocin topical cream 3x a day) due to the bacterial infection in the insertion site and an abscess under the skin. The parent stated the patient had been seen by a doctor two times and has another follow up appointment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.